Event description:
It was reported while peeling away the 8f peel-away introducer sheath, a portion of the sheath broke off in the pt's subclavian vein. A snare was used to successfully retrieve the rest of the introducer sheath with no resulting consequences. The pt was reportedly recovering.